Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of needle knife break. Imdrf patient code e2008 captures the reportable event of foreign body in the patient. Imdrf impact code f2301 captures the reportable event of additional device required (grasper, snare, sphincterotome).

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During procedure, the device was passed down the scope and the knife was seen on the monitor. As the diathermy was applied, the tip of the knife broke and was embedded at the entrance to the ampulla. The rest of the needle knife was taken out of the scope and attempts were made to remove the broken tip with a grasper and then a small snare. As this was unsuccessful, a sphincterotome was used and the tip was successfully dislodged, but then went out of view, away from the ampulla. The procedure was carried on by the physician. At the end of the procedure the physician was reminded about the needle knife tip and stated that it was ok to leave it as it would pass through the patient naturally. The procedure was completed with a different device. There were no reported patient complications as a result of this event.